Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery using rhbmp-2/acs and a peek cage. At an unknown time post-operatively, the patient developed a loss of sensation and numbness in the right leg. The patient has reportedly developed ectopic and uncontrolled bone growth on his spine. The patient allegedly has continuous severe pain, which is not controlled by pain medication, and cannot get out of bed some days. Reportedly, the patient will be required to have the cage and the bmp-2 removed from his back, and will also require a number of additional surgeries to remove the ectopic bone. The patient reportedly had a follow up spine procedure an unknown time post-op. During that procedure, the surgeon allegedly "noted that there was unusual bony overgrowth surrounding [the patient's] spine. "

Manufacturer narrative:
(B)(6). (B)(4). . Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 (approx.): the patient underwent a surgery using absorbable collagen sponges with rh-bmp2 at l5-s1.